Event description:
The customer reported that the filament of the abbott diabetes care (adc) device stuck out of the sensor. The customer did not report symptoms and was able to self-treat by removing the needle. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issues were observed. The sensor plug is fully seated. Visual inspection has been performed on the sensor plug, no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament of the abbott diabetes care (adc) device stuck out of the sensor. The customer did not report symptoms and was able to self-treat by removing the needle. There was no report of death or permanent impairment associated with this event.